Manufacturer narrative:
Device evaluated by manufacturer: the peripheral rotawire guidewire device used in the procedure was returned with a rotawire within the device. The proximal end, middle section, distal end, and spring tip were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the damaged coil of the rota device. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the damaged coil of the rota device.

Event description:
It was reported that the burr would not advance or pull back on wire, lodged in calcified area and broke in half. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.25mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, the burr was used successfully until it did not go through a tight calcified lesion. Subsequently, the burr would not advance or pull back on wire and seemed to have lodged in calcified area; not advancing forward or on dyna glide. The catheter and wire were then pulled out together. After removal, the burr was removed intact but broke in half (due to calcification). The detached portion came out with catheter, and nothing was left behind. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that the burr would not advance or pull back on wire, lodged in calcified area and broke in half. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.25mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, the burr was used successfully until it did not go through a tight calcified lesion. Subsequently, the burr would not advance or pull back on wire and seemed to have lodged in calcified area; not advancing forward or on dyna glide. The catheter and wire were then pulled out together. After removal, the burr was removed intact but broke in half (due to calcification). The detached portion came out with catheter, and nothing was left behind. The procedure was completed and there were no patient complications reported.